Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during the procedure the occluder was compressed in the barrel shape which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device migration could not be determined. It is possible due to incorrect device sizing or positioning issue due to patient's complex anatomy; however, this cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances as the snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implan using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements were 45/30 17mm, 90 21mm. During procedure, the left atrial pressure was 10mmhg and 1lltter of fluid was given. The amulet was implanted and tension test was performed. The device compression was in the barrel shape. A short time later, the transesophageal echocardiogram and x-ray showed the occluder was slipped through the aortic valve and into the iliac artery. It's noted that the patient has a valve insufficiency which did not increased as a result of the incident. The decision was made to remove the occluder using an unknown 16f sheath and grasping forceps. An angiogram was performed and revealed no injuries to the patient's vessels. There was no delay in the procedure. The patient did not have any clinical signs or symptoms during or after this event. The patient will undergo a cardiac computed tomography scan to see the patient's anatomy in detail and find a good location for an occluder. The physician mentioned the cause of embolization was the change from atrial fibrillation to sinus rhythm, fluid (patient requires dialysis), poor tee images and possibly not completely in one axis. The patient was reported well.